Event description:
Synthes sales consultant was made aware of a reported death of a female status post fall, injuries including proximal femoral shaft fracture. Patient's injury severity score 14 and her glasgow coma score was 14. Patient required ICU care and mechanical ventilation after femoral shaft nailing. Patient died 16 days postoperatively secondary to ards and multiorganic system failure. Upon verbal follow-up with surgeon, it was stated that or suction system (not a synthes device) was problematic during the period of time in which the surgery occurred.

Manufacturer narrative:
Ria device is an instrument and is not implanted. Synthes is unable to determine the manufacture date without a lot number. No investigation could be made, no conclusion could be drawn as no device was returned for investigation. Note: source of event information: the information from a retrospective study on the use of ria in femoral shaft fractures initiated this report. The initial notification to synthes on january 5, 2007 was not forwarded to the complaint handling unit until september 26, 2007 as the results of surgeon's statements that the ria product was not a factor in the event.